Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, in checking all receiving records, there is no record of the device being returned. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator that the pump was returned for evaluation, however, in checking all receiving records, there is no record of this device returning to the manufacturer.

Manufacturer narrative:
The driveline infection was previously report under medwatch MFR report #2916596-2015-00635. The explanted device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that due to a persistent driveline infection the patient received a heart transplant on (B)(6) 2015. The pump was reported to be functioning properly. No further information was provided.